Event description:
The pt reported that she passed through security gates at a store and now she feels no stimulation from her interstim device.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.